Event description:
It was reported that there was a nick in the white power cable of the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged system controller power cable was not confirmed. There were no photos of the damage submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the system controller had a nick in the white power cable. The cable was taped, and the extent of the damage is unknown. Additional information provided indicated that the center did not want to offer any more information. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.